Event description:
It was reported that during an unknown procedure, the grasper was not work, it would not lock. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
D4; h4, 6: information is unavailable; device was not returned for evaluation.